Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system consisting of one surgical lead, an extension and an ipg on (B)(6) 2007. It was reported the patient could not establish any communication with her ipg using either the patient programmer or the charger. An x-ray revealed the device had flipped in the device pocket. The physician was able to manipulate the device back into it's original position with his hands. The device remains implanted. No additional information is available. Follow up on the patient found no further issues reported.